Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the therapy was not working to control their target urinary symptoms. The patient stated that it had been less than 50% effective in relieving their symptoms since implant. The patient noted that their symptoms had worsened over the past two months, they were leaking worse every day. The patient stated that it would get worse when they were active and moving around, they had been going outside more the past two months to mow and garden. The patient noted that they had already tried using all four programs and had increased the amplitude on each program so that they could feel stimulation in the target area. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected. The patient followed up and reported that the patient's device was not working appropriately especially when they were outside doing activities. The patient turned the device off after trying all 4 settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.